Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
During follow-up, low sensing was noted on the right ventricular (rv) lead. The lead was explanted and replaced during a device upgrade to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of low sensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.